Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited noise and oversensing on the left ventricular (lv) lead channel. Technical services (ts) noted that this was due to electromagnetic interference (emi) from the patient's sacral bladder stimulator. The patient went to the hospital for an unrelated condition and there was no noise or oversensing found at that time. No adverse patient effects were reported. Currently, this crt-p remains in service.